Event description:
Hardware failure.patient who underwent a primary left total hip arthroplasty in 2003 or 2004. She states that she did well for approximately 1 to 2 years and then began having significant pain along the lateral aspect of her thigh periodically. She describes this is painful with the first several steps of the day. She has tried to modify the pain through the use of physical therapy, pain medication which is methadone and percocet. This does not significantly help her pain. Xrays reveal evidence of loosening of the acetabular component.======================manufacturer response for cobalt chrome c-taper 28 (+5)mm, cobalt chrome c-taper 28 (+5)mm; 5 deg. 38' 37" (per site reporter).======================awaiting response.======================manufacturer response for polyethelyne insert, polyethelyne insert (per site reporter).======================awaiting response.